Event description:
It is reported that the stem provisional stuck into the patient's humerus and fractured the greater tuberosity upon removing.

Manufacturer narrative:
This report will be amended when our investigation is complete.